Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the a patient in adults ICU using a cardiosave intra-aortic balloon pump (iabp) in which again there is a lot of fluid in the helium line. This patient is not obese or febrile. Fluid was also associated with gas loss alarms. Because the only two things that are changing between cases when the fluid is not being produced and when it is, is the patient and the catheter it would seem that it can only be one of these things that are causing the fluid ingress into the helium tubing. No harm just more clinical work for nursing staff changing out the line every 6hours.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was the pim to backplane cable assembly was kinked. The fse replaced the part and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.